Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced the common compute controller to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the system was faulting with a non recoverable error, and system logs confirmed this along with a preceding error from the tower fiber port to the robot blue fiber connection. Technical support was contacted, and the staff first attempted to move the fiber cable to a different port on the vision side cart, but the fault persisted after power up. The staff then performed a hard power cycle and reseated the fiber cables, after which the system initially powered up normally. The staff observed that one of the fiber cables at the back of the vision side cart was not illuminated and that the surgeon console was not connected; they then connected the console, and the patient side cart fault reappeared. The staff powered the system off again and installed a new fiber cable from the patient side cart to the vision side cart, but this did not resolve the issue. There was no report of patient involvement or reported injury.